Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before an intraocular lens (iol) implant procedure, during loading the iol haptic got stuck in the injector. The doctor used an accessory to release it but still had difficulty. There was no patient contact. Additional information has been requested.